Event description:
The customer reported that the ground resistance was failing during the performance verification test (pvt). The customer reported that the unit was not in use on a patient. The issue was discovered during performance verification test (pvt). The customer contacted product support and reported having an issue passing the grounding test on the gas outlet port during preventive maintenance (pm) service. The biomed was getting good readings inside of the unit but was unable to get a good reading outside the gas outlet port. After using a tool to make better contact, the biomed was able to get a good reading. Per remote service engineer (rse) biomed used a vice grip to scrape the coating on the metal of the gas outlet port to make better contact and was able to get a good reading. The issue was resolved. No part was replaced. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications.